Manufacturer narrative:
Coloplast has not provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, palpable exposure, persistent vaginal discharge, irritation, recurrence of stress urinary incontinence and suprapubic discomfort. An excision and removal of the eroded mesh was performed.